Manufacturer narrative:
Philips has investigated this complaint. According to the additional information provided, the issue occurred during a planned coronary treatment and the procedure was completed by restarting the system. The philips remote service engineer (rse) analyzed the system remotely and confirmed that the ippc did not boot up. The rse reviewed the log file and confirmed that the ippc had malfunctioned and was not operational. The rse suggested the customer to restart the system and found that all the pcs were switched on except the ippc. The issue in the ippc was caused due to longer shutdown period. After the second restart, the system starts normally and no issue was detected. Later, the issue recurred, in both the occurrences, device returned to full functionality by restarting it and by replacing the ippc. After the replacement of the ippc, the system was returned to good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the ippc did not start successfully. The issue was found during clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.